Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI) procedure. Prior to procedure, interrogation revealed loss of atrial capture by the patient's atrial lead. The patient presented in clinic for lead revision procedure on (B)(6) 2023. During the procedure, it was noted that the lead was exhibiting difficulty in retracting the helix and was also noted to be stiff. The lead was explanted and replaced. The patient was stable.